Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain. The rep reported that the patient let the ins go into overdischarge because she thought it was difficult to charge. The rep reported that the patient had no adverse symptoms. The rep reported that patient compliance may have been an issue as the patient stopped charging the ins because she said it was difficult and took a long time. The rep reported that they tried to read the ins but found it unreadable because it was in overdischarge. The rep reported that the patient would come back to see another rep to see if they can revive the ins through physician recharge mode. It was reported that they were not able to recover the battery. The patient was deciding if they wanted to replace their ins when the product is available. No further complications were reported or anticipated.